Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient is status post right total hip in 2004. Patient came in with mild hip pain and elevated cocr levels. He was scheduled for a revision. The hip was exposed. All components were well fixed. There was no adverse local soft tissue reaction noted. The femoral head was removed with several taps with a mallet and bone tamp. The revised head component had some metal debris. The trunion was in good condition. It was cleaned and dried. The poly appeared to be in good condition. A conversion v40 to c taper sleeve was impacted. A new c taper ceramic head was implanted. Patient was stable. The operation was completed successfully. The retained components appeared to be in good condition.

Manufacturer narrative:
An event regarding pain & elevated metal ion levels involving a metal head was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that patient had revision due to pain and elevated cocr levels. The event could not be confirmed nor could the root cause be determined because the insufficient information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient is status post right total hip in 2004. Patient came in with mild hip pain and elevated cocr levels. He was scheduled for a revision. The hip was exposed. All components were well fixed. There was no adverse local soft tissue reaction noted. The femoral head was removed with several taps with a mallet and bone tamp. The revised head component had some metal debris. The trunion was in good condition. It was cleaned and dried. The poly appeared to be in good condition. A conversion v40 to c taper sleeve was impacted. A new c taper ceramic head was implanted. Patient was stable. The operation was completed successfully. The retained components appeared to be in good condition.